Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing muscle stimulation caused by the right ventricular lead. The lead also had high impedance and was capped and replaced. No patient complications have been reported as a result of this event.